Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that upon follow up on (B)(6) 2025, the physician noticed severe intimal hyperplasia and fish mouthing of the pipeline distally. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) - supraclinoid aneurysm with a max diameter of 5mm and a 4mm neck diameter. Landing zone: distal: 4.25mm and proximal: 4.3mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result was satisfactory post pipeline placement. The stent was compressed a little. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were patient symptoms or complications associated with this event including severe intimal hyperplasia and fish mouthing of the distal end of the device. Additional information received reported that the patient was kept on dapt to resolve the hyperplasia and fish mouthing. The distal end was fish mouthed and the device was compressed. The cause of the hyperplasia and fish mouthing was not determined. Ancillary devices include a sheath, phenom plus guide catheter, phenom 27 microcatheter, and aristotle guidewire.